Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus (B)(4) (oekg) was informed from the user that the image of the subject device intermitted during the unspecified procedure. There was no report of patient injury associated with this event. The user did not provide the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the electrical connection failure to the video scope. The electrical connection failure might have been occurred due to the electrical contact pin wears or corrosions of the video connector socket of the subject device. The electrical contact pin wears of the subject device might have been occurred by repeated manipulating for the long term passing more than 8 years since manufacturing the subject device. The corrosions of the video connector socket of the subject device might have been occurred due to not enough dried the electrical contacts. If additional information becomes available, this report will be supplemented.